Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On unreported date(s), the patient was hospitalized for the event and began treatment for the peritonitis with fortaz and ancef, intraperitoneally (doses unknown and the frequencies were not reported). The patient was recovered from the peritonitis and was temporarily switched to hemodialysis therapy (no further detail was provided). At the time of this report, the patient was on hemodialysis therapy. No additional information is available.